Manufacturer narrative:
(B)(4). Concomitant medical products- persona partial knee tibial component cemented size f left medial ,catalog #: 42538000601, lot #: 64039053, persona partial knee articular surface left medial size f 11mm, catalog #: 42518200611, lot #: 63802772, refobacin plus bone cement catalog #: 4720502083-3 lot #: 837da09200. Report source foreign: (B)(6). The product was evaluated through manufacturing review and the reported event was confirmed through review of medical records. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. This report was previously submitted erroneously on feb 3, 2021 under manufacturing report number 3007963827-2021-00025. Multiple MDR reports were filed for this patient; please see all reports associated with this event: 0001825034-2021-00346, 0001825034-2021-00923, 0001825034-2021-00924.

Event description:
It was reported that the patient underwent a left knee arthroplasty revision to address pain, swelling and tibial osteolysis approximately fifteen (15) months post-operatively. Initial operative notes did not identify any intraoperative complications. Revision operative notes reported removal of implants without bone loss with no loosening identified. New components were implanted and the surgery was completed without complications. Attempts have been made and no additional information is available at this time.